Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the amount of ordered medication appeared blank during removal. A technical support specialist (tss) identified that the use dispense amount was unchecked and this disables automatic dispense usage, device formulary setting alone did not override this behavior and both settings should be enabled to automatically apply the dispense amount and the system was working as designed. Tss shared the findings with the customer and instructed user on the required steps. The customer acknowledged and confirmed that the user would apply the appropriate settings to dispense the ordered amount. Based on this confirmation, tss proceeded to close the case. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, amount of ordered medication appeared blank during removal, even though two tablets were to be dispensed. The customer stated that this malfunction occurred while dispensing the medication, which resulted in a delay in patient care. There were no adverse events or injuries reported based on this event.